Event description:
It was reported that a request was made to retrieve the history. The incident was likely due to a configuration error, as it was stated that 50 ml was loaded while the pump may have been started with a 100 ml setting. The event occurred during infusion. There was patient involvement, and no patient harm or adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "a request was made to retrieve the history. The incident likely occurred due to a configuration error. It was stated that 50 ml was loaded, and the pump may have been started with a 100 ml setting" was not confirmed. The root cause of the event was unable to be identified because no reported issue was observed in the device. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.